Event description:
It was reported that during set up for an internal fixation surgery, it was noticed that the wire of a 3mmx1000mm ball tp gde rd had punctured their packaging. The procedure was performed, after a non-significant delay, using a s+n back-up device. Since this was noticed before the procedure; the patient was not yet involved.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The associated device was not returned for evaluation, so we were unable to confirm the reported failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported event. A complaint history review revealed similar events for the listed device over the previous 12 months, and a similar event for the batch. A review of the risk management file found this failure mode has been previously identified and the risk level is within anticipated limits. At this time, we have no reason to suspect that the product failed to meet specifications at the time of manufacture. While we were unable to identify a definitive root cause for the reported event, factors that could contribute to this issue include damage due to mishandling during shipping or storage. Based on this investigation, the need for corrective action is not indicated. Should the product or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h3,: the product was not returned for evaluation, however, previous complaints were received and investigated for this part number, in which the reported failure mode was confirmed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the foam tip protector has been replaced. The device now sits in a sleeve that will not slip off in transit like the foam tip protector did. This change will greatly reduce the probability that the sterile barrier will be compromised. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping, mishandling and/or storage. Based on this investigation, the need for corrective action is not indicated. Should the product or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.